Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported on 29jun2023 that the mobile power unit (mpu) needed to be repaired. It was not known if the damage was present during the last known use of the mpu on (B)(6).

Event description:
It was reported that the mpu did not power on.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not powering on was unable to be confirmed; however, the mpu alarming upon startup was confirmed. The mpu (serial number: (B)(6)) was returned for analysis and was evaluated and tested. The mpu was powered on and the mpu immediately began to alarm. Multiple punctures were observed along the patient cable. The patient cable was replaced, and the issue was resolved. The mpu underwent functional testing and passed. The mpu was connected to a mock loop and was able to operate a pump with no alarms active. The mpu functioned as intended following the repair. The patient cable underwent insulation testing and did not pass. The cable was cut open to inspect the condition of the underlying layers and damage to multiple wires were found. No further testing was conducted. The root cause of the reported event was conclusively determined to be caused by damage to the patient cable. The device history records were reviewed for the mpu (serial number: mpu-41345) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.